Manufacturer narrative:
Event date: the exact date of the event is unknown as it was not reported in the literature article. The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel perforation, hemorrhage, and death are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. The subject device was disposed.

Event description:
It was reported in a literature article that post carotid balloon angioplasty, intracranial extravasation was noted which was possibly related to guidewire perforation during balloon navigation. The procedure was aborted and the patient progressed to brain death. No further information is available.